Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to dislodgement, undersensing and threshold was dropped. The rv lead remains in service. No additional adverse patient effects were reported.